Event description:
The customer reported that the system would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The following circuit boards were replaced: the smart switch, system interface, image processor and generator interface. The system was then found to be operating as intended.